Event description:
It was reported from (B)(6) that the "patient detected flows above 9 l/min and power consumption over 6 watts on his controller screen and went to the hospital." The patient was admitted and treated for a suspected pump thrombus. He had a lactate dehydrogenase (ldh) of 680 but no hematuria and his inr was 3.3 upon admission. The treating facility administered intravenous (IV) heparin upon admission and on (B)(6) administered three (3) doses of alteplase, a thrombolytic medication. The patient has had two previous events of hemolysis or suspected pump thrombus in the past on (B)(6) 2015 which were both medically treated and were believed to have resolved by the treating physician. The patient's anticoagulation therapy was changed to include clopidogrel to his usual regime of marcumar and aspirin. He was discharged to home on (B)(6) 2015 and is said to be doing well.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 21 of 117 . Device not returned.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump remains implanted and will not be returned to the manufacturer for evaluation. The patient received treatment for suspected thrombus; patient was discharged from the hospital and is said to be doing well. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis confirmed the reported event; current parameters were outside the normal operating range. However, no high watt logs were logged. This patient has had two prior similar events within the last five (5) months, based on the available information it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition did not trigger any alarms as the limit was set high. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The most probable root cause has been attributed to thrombus formation/ingestion within the device. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Remains implanted.